Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the cgm reading was 46 mg/dl, and then dropped further to low. No fingerstick was taken and the patient did not experience any unusual symptoms at that time. However, the patient¿s daughter observed that the patient became unresponsive and subsequently lost consciousness. Emergency medical services were immediately contacted, and upon arrival, paramedics administered intravenous dextrose. The patient remained unconscious. After approximately 30 minutes, while being transported to the hospital, the patient regained consciousness. The patient was admitted to the hospital. During hospitalization, the patient received treatment that focused on stabilizing the patient¿s condition. No further medication was reported, it was noted that the patient was discharged around the first week of may after staying 3 days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.